Event description:
The customer alleged they received questionable total prostate-specific antigen (tpsa) and free prostate-specific antigen (fpsa) results for one patient on their elecsys 2010 disk analyzer, serial number (B)(4). The patient's initial tpsa result was 0.219 ng/ml and it was reported outside the laboratory. The patient's initial fpsa result was 0.293 ng/ml. There were no adverse events. The fpsa reagent lot number was 171472 and the expiration date was not provided.

Manufacturer narrative:
The patient's sample was returned for investigation. The results obtained by the customer were confirmed. The observed behavior could be explained by a rare psa isoform present in the sample which is not recognized by the antibodies in the tpsa assay.

Manufacturer narrative:
This event occurred in (B)(6). No information was provided on the specific part number involved in this event. (B)(4).